Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad button symbols were found to be worn; however, there was no sign of tearing or peeling observed to the keypad cover. The complaint of the unresponsive down button and hyper responsive up arrow button was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that down button was unresponsive and up button was hyper responsive. The reporter stated that the keypad was thinning and it caused under delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.